Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) and was hospitalized with a blood glucose (bg) of 522 mg/dl and ketones. The customer was treated with intravenous (IV) fluids of saline and insulin to address their bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer changed resumed insulin delivery to address the issue.